Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils). During the procedure, while advancing the smart coil through a non-penumbra microcatheter, the smart coil pusher assembly became bent and, therefore, it was removed. The procedure was completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was separated on the proximal end of the penumbra smart coil (smart coil) pusher assembly. The pusher assembly was twisted together. The embolization coil was detached from the pusher assembly. The embolization coil had offset coil winds. Conclusions: evaluation of the returned smart coil revealed the pusher assembly was twisted together, the pet lock was separated on the proximal end of the pusher assembly and the embolization coil was detached and had offset coil winds. These damages were not mentioned in the complaint and were likely incidental. Based on the return condition of the smart coil, the root cause of the reported complaint could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that "united arab emirates" was incorrectly reported on the initial MFR report and is being included on this follow-up #02 MFR report: 3005168196-2019-02082. 1. Section e. Box 1. Country: it should be "united states."